Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction of the device prompted unit failed was duplicated and the main board was replaced to remedy the problem. The reported malfunction of device intermittently unable to power on was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The batteries used at the time of the reported event were not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device prompted a "unit failed" message and intermittently was able to power up. Complainant indicated that there was no patient involvement in the reported malfunction.